Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Alleges end user fell from device when her seat came loose from the seat plate.

Manufacturer narrative:
The date of incident was provided. The common device name was corrected. Only the seat and seat plate were returned for evaluation. It is unknown why the seat plate was detached from the returned seat. The seat plate had witness marks on all four mounting holes indicating all hardware was present at one time.

Event description:
Alleges end user fell from device when her seat came loose from the seat plate.